Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under her left breast. The area was reported to be red with dots, but not open skin. She reported using a cream on the area. During a follow up the patient reported that her doctor instructed her to remove the device until the rash improves. The doctor also stated the patient could "put whatever she had" on the area. The patient ended use of the device due to the skin irritation. The final medical outcome of the irritation is unknown. No allegation of a device malfunction.